Event description:
The surgeon performed a bi-compartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After accepting trial size and placement and then cementing the final components, the surgeon observed that the tibial component appeared to be set incorrectly with the anterior portion sitting proud. The surgeon removed both the femoral and tibial components and removed excess cement with a manual burr. The surgeon chose to re-burr the peg holes, and the second set of holes was about 4-5mm lateral from the original set. The surgeon increased the thickness of the tibial component by 1 mm and placed implants to the original plan.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Discussions with the makoplasty specialist (mps) present at the case confirmed that the original resection was to plan, and this was confirmed by the surgeon when he accepted trial placement. The tibial component appeared to be incorrect due to a cementing technique or impaction error, which is not controlled by the rio system. The cause of the offset of the second set of peg holes was a shift of the bone tracking arrays after exposure to the forces of impaction and extraction. The results of the eval were shared with the mps.